Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an the patient was diagnosed with a vestibular migraine, resulting in in-patient hospitalization. The individual presented with symptoms of vertigo, nystagmus, nausea, and headache. Additionally, there was residual right hemiparesis/hemispasticity and right homonymous hemianopia from a prior stroke. Patient presented as code stroke on (B)(6) 2024, imaging negative; likely vestibular migraine, resolved post-migraine cocktails. Stable and admitted on (B)(6) 2024. Diagnostic imaging, including computed tomography of the head, cta of the head and neck, MRI of the brain and iac, and a transthoracic echocardiogram, returned normal results. Laboratory tests, including cbc, cmp, ck, ptt, international normalized ratio, lipid panel, tsh, a1c, covid, ua, and bhcg, were negative. Device interrogation confirmed that the settings were correct. Medications administered included magnesium sulfate 2g, compazine, tylenol 650 mg, and a lactated ringer 500 ml bolus on (B)(6) 2024. The condition was resolved without sequelae on (B)(6) 2024. The event etiology was possibly related to the device or therapy, and not related to the implant procedure or programming. Final programming date and time for most recent interrogation prior to the event was (B)(6) 2024 11:00:00. Additional information was received reporting that from the baseline crf, patient had cerebral vascular accident/stroke. Site didn't assess it as unrelated to device, procedure or therapy.

Manufacturer narrative:
H6: patient code c3390 no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stroke occurred before they were implanted with dbs. Vestibular symptoms can rarely be due to seizures from encephalomalacia (scarring) from a prior stroke, so the hcp cannot ascertain that the old stroke doesn't have to do with the new vertigo labeled migraine, but the stroke is not related to the dbs.